Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a focal aneurysm and ulcerated plaque in the abdominal aorta. The distal aorta was small in diameter. It was reported that during a routine follow up the film revealed that there was what appears to be a dissection in the area of the proximal bare springs. The stent graft was placed below the renal arteries. The plan is to extend the stent graft proximal. It was also noted that the patient has gone on dialysis since the time of the procedure. The renal failure was not related to the procedure but to an unknown cause. It was reported that the patient has lupus so maybe that contributed to the disease progression. The physician performed an axillary conduit where the sheaths could be placed for the celiac and sma snorkel. The physician implanted a 8x59 stent in the celiac and a 7x59 in the sma. Performed a cut down on the right groin and placed a 28x28x100 proximal and a 32x32x100 distal. The grafts were placed 2 to 3 cm above celiac and went down to the aortic bifurcation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation method: (films).

Event description:
Films were received and their evaluation was completed. Two still angiogram images during an intervention procedure were reviewed. The 1st image shows that an endurant had been placed with the suprarenal stents near the level of the sma. There is an out pouching (reported as a "dissection") of the suprarenal aorta seen near the sma. Both the sma and celiac artery have catheters placed through them. No obvious stent graft issues are seen. The second image shows that two unknown type devices have been implanted covering both the sma and celiac, which were reportedly snorkeled, and excluding the previously seen dissection. The cause of the dissection could not be determined from the limited images provided. Pre-implant or earlier follow-up films were not provided. It could not be determined if the suprarenal stents, which appear near to the out pouched aorta, may have contributed. The patient's reported condition of lupus may have also contributed.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (dissection); patient's condition affected effectiveness of device (anatomy related; diseased vessels). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; diseased vessels).